Manufacturer narrative:
H10. H6. Investigation results - there is no specific exactech device information provided. The cause of the patient¿s pain/instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The explanted devices were found to be well fixed and in good position. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: a, e. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right total knee replacement on (B)(6) 2019. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 3 years 3 months after their primary procedure due to increasing debilitation and pain. Preoperatively, all components appeared to be well fixed and in good position on x-ray. However, the patient had what felt to be collateral ligament laxity causing instability. Surgeon noted finding moderately inflamed synovial tissue. All components were well fixed and in good position. There was minimal wear of the polyethylene liner. There was ligamentous laxity with medial varus valgus stress, especially in mid flexion. The patellar component was well fixed and in good condition. There was no signs of osteolysis. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s pain/instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The devices were found to be well fixed and in good position. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.